Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audio bolus button was unresponsive. There was evidence of contamination found under the key contacts. The key pad flex was found to be peeling off from the base.

Event description:
The patient contacted animas on (B)(6) 2012 stating the audio bolus button was unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and cleaned it with a computer cloth. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of an audio bolus issue.